Manufacturer narrative:
Concomitant medical products: product ID 39565-65 lot#, serial# (B)(4), implanted: (B)(6) 2012. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 21-jun-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that during an implantable neurostimulator replacement, it was difficult to disconnect the lead from the old implantable neurostimulator and some of the connectors were a pale yellow color or there was discoloration. The wire was bent at the connector points. When doing an impedance check, several of the impedances were out of range and greater than 40,000 ohms. The surgeon wiped down the connector and reinserted them and there was the same result. It appears that the lead is fractured. There were no external factors noted to be contributing factors. The lead connectors were wiped down several times and reinserted as troubleshooting steps. Each time, some of the impedance values were out of range or all of them were out of range. The impedances would vary depended on how the lead was wiggled, indicating that there was a problem with the lead. A lead revision is being discussed. A surgical intervention was not planned or performed at the time of the report, and it was noted that the health care professional has no further information regarding the event.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the manufacturer representative met with the patient on (B)(6) 2020 and found that 4 electrodes are working. The manufacturer representative was able to get adequate coverage using those 4 electrodes and the patient is happy with this. There is no lead revision scheduled.

Manufacturer narrative:
Continuation of d11: product ID: 39565-65, serial# (B)(6), implanted: (B)(6) 2012, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.